Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was not holding charge and the pump unexpectedly shutdown while the customer was sleeping. Customer was vomiting and blood glucose (bg) was 702 mg/dl. Customer was in diabetic ketoacidosis (dka), went to the emergency room, and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Intravenous fluids/insulin and potassium were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019. Customer reverted to using subcutaneous insulin therapy and manual insulin injections.